Manufacturer narrative:
Sections with additional information as of 20-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for e-5 error. During the call, a blood test was performed by the customer and produced test result of hi fasting using meter. The customer¿s expected fasting blood glucose test result is 160 mg/dl. Customer was not concerned with the result of hi; customer was concerned the meter was not giving her a blood glucose test result. Customer was not using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2020 and test strips were opened one to two weeks ago. The customer declined to review the meter memory for previous test result history.